Event description:
The facility reports a device with a broken door on side 1, found during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
The device has been requested but has not yet been received. A follow up report will be filed if additional information becomes available.